Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The insulin pump as monitored for several days and no unexpected time and date change anomaly noted during testing. The insulin pump was received with cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot and scratched lcd window. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced low blood glucose. The customer's mother stated that the insulin pump was switching times. The customer's blood glucose was 214 mg/dl at the time of incident. The customer's blood glucose was 50 mg/dl at the time of call. The customer's mother stated that they treated the low blood glucose with food and glucose tablets. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will be returned for analysis.